Event description:
It was reported that this left ventricular (lv) lead exhibited a high pacing threshold. (B)(6) noticed that the trend was on and the output threshold was 4.5 and sometimes five. Ts also suggested reprogramming. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).